Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified distal right coronary artery to the atrioventricular branch. A 2.25x38mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion despite several attempts. The device was removed from the patient and it was noted that stent was lifted. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: synergy mr, ous, 2.25 x 38mm, stent delivery system was returned for analysis. A visual examination of the crimped stent found centre struts damaged; lifted and pulled distally. The undamaged stent outer diameter was measured and was within the maximum crimped stent specification, indicating that there were no issues with the crimp stent profile. A visual examination of the balloon cones was performed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple severe hypotube kinks noted. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other damage noted during analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified distal right coronary artery to the atrioventricular branch. A 2.25x38mm synergy drug-eluting stent was advanced but failed to cross the lesion despite several attempts. The device was removed from the patient and it was noted that stent was lifted. The procedure was completed with a different device. No patient complications were reported.